Manufacturer narrative:
The implant site is unknown. The investigation is ongoing. The device was discarded.

Event description:
As reported, it was a case of a 23mm sapien 3 valve, by transfemoral approach. No difficulties were noted when inserting the delivery system into the esheath; however, resistance more than usual was noted once the delivery system exited the esheath. The crimped valve did not exit the distal tip of the esheath distal tip totally and the x-ray showed that one valve strut was bent. The procedure was stopped and the devices were removed through the esheath. The delivery system was inflated to pull the crimped valve back. Resistance was felt during withdrawal. Upon removal, the esheath was noted to be damaged. A new kit was opened, and the valve was successfully implanted. No patient injury. As per medical opinion, a partial calcification of the abdominal aorta caused the stent of the valve to pull and bend.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient's access vessel and aorta had present of calcification and tortuosity. The crimped valve partially advanced through the sheath and partially exit the sheath tip. One (1) strut bent outward at inflow side. The balloon was inflated in attempt to pull the crimped valve back. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, once the delivery system exited the esheath there was more resistance than usual, the crimped valve did not exited the esheath distal tip totally. The x-ray showed that one valve strut was bent. Immediately, the thv system was stopped and removed through the esheath. Additionally, per medical opinion, a partial calcification of the abdominal aorta caused the stent of the valve to pull and bend. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, and ''do not over-manipulate the sheath at any time. Additionally, per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and/or the calcified access vessel as the crimped valve partially exited the sheath tip resulted in the valve strut damage at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.